Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. A corrective action was initiated to address the failure mode of the swartz braided introducer leaks.

Event description:
During a procedure, after insertion into the patient, it was noted that the valve was leaking and air bubbles entered the device. The device was replaced, and the procedure was completed without adverse patient consequences.